Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on both leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient¿s ipg was at end of life and both leads had high impedances. The patient was experiencing ineffective stimulation. Surgery took place where both leads and ipg were explanted and replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.